Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. Received customer pictures. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. Therefore, the complaint cannot be determined. Correction/ additional information: h11: additional manufacturer narrative; h6: investigation conclusion.

Manufacturer narrative:
The date of the event could not be obtained from the customer. Samples were requested to the customer yet not provided. Supplemental report will be filed in case samples provided.

Event description:
"The customer provided photographs and advised the gel dislodged after a shake of the tube. Ts provided customer IFU, literature, and recommendations for preparing a quality serum gel tube."